Manufacturer narrative:
An analysis of the data log files of the subject surgery was performed. This review indicated that the reported event was caused by a software bug present due to a design flaw.

Event description:
It was reported that during the contactless registration part of the surgery, a communication error appeared. The robot arm was in excessive extension when it was moving to temporal side. This issued appeared because telescopic arm was too much extended and so, patient¿s head was locked too far from the robot arm. The device was restarted and the telescopic arm length was reduced in order to ensure accessibility of all side of the patient¿s head. After this modification there was no more reported issues.